Manufacturer narrative:
On (B)(6) 2018 there was an incident in the (B)(6) long term care facility reported to arjo representative with the involvement of passive floor lift maxi move (model number: kmcsun). It was reported that during transfer (female, 97 years old, around 80,7 lbs) "patient moved unexpected and as a consequence fell through the bottom of the sling". It was confirmed that two caregivers were present during the transfer of the patient and one of them was not trained by arjo or the customer facility how to use the arjo device. As a result, patient hit head on the floor (while the lift legs were suspended). The resident was immediately put back to the bed and examined by the doctor. The family declined to send the patient to the hospital for treatment as "she was already deemed comfort measures (palliative)."as a consequence of the event, the resident sustained a hematoma 4.5cm x 4cm on the top left side of the scalp, there was no indication of broken skin. Information provided by customer confirmed that on (B)(6) 2018 patient passed away. Both doctor and coroner discussed resident's condition in accordance with this incident and assessed that death could not be a result of the fall. The sling involved in the event was a standard extended leg sling in size l. Model: maa4100m-l-l1 with weight range 154-264 lbs. After the event device was tested by arjo service technician. The lift visual inspection showed that the device was in good condition with normal scratches and wear on the base of the mast and legs as a result of use. There was also no malfunction reported after device evaluation. The sling label was unreadable. Although, the service technician noted that sling was manufactured in 2009 so it has been in use for 9 years at least. The sling was in general good condition. It was clarified that the incident happened not as a result of the sling material breakage (as was initially indicated), but because a sling clip detached from the device spreader bar. A sling clip, once correctly attached and monitored to stay in place by caregivers as the weight of the person in the sling is gradually taken up, as indicated to be required in the labeling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. It cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Previous simulations have established this to be at a minimum over 13% of the body weight of the patient. Based on product knowledge and review of previous complaints, there is no possibility of a person to slide out of the sling during on-label use of the device. There are few factors identified that could contribute to a person sliding out from the sling, as following: 1. A sling being used that is of a very inappropriate size (several sizes off). 2. An obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used, wrong position of the resident/patient arms). 3. A sling clip detaching or not being attached to the lift device before starting the transfer. Taking into account all the facts and information collected in a course of this investigation, it can be stated that most likely, the inappropriate size of sling used for the patient transfer was the contributing factor to the reported event. The patient weight was 81 lbs, the caregiver used a large sling, which is suitable for different type of patient. The patient in question (with weight of 81 lbs) should use the small size of the sling. Although resident width and body proportions should also be considered when selecting the correct size of arjohunleigh sling. Moreover, the device was operated by an untrained caregiver. According to passive clip slings instructions for use (IFU, max02360rev. 1, march 2005) the right type and size of sling should be used after proper assessment of resident's size, condition and the type of lifting situation: "the expected operational life for fabric slings and fabric stretchers is approximately 2 years from the date of manufacture." " always carefully assess the patient for the correct size of the sling, as size coding differs between sling manufacturers." Based on product knowledge and review of similar complaints reported to date, the resident's slip out of the sling is only likely to occur when a user does not follow correct transfer procedure as presented in the device labeling. To conclude, arjo maxi move lift was used for resident's transfer when the patient slipped out of the sling and fell. There was no technical failure with the lift or the sling which might have contributed to the event. The information provided by the facility confirmed that the patient death was not related to the event. The complaint was decided to be reportable as the patient fell out of the device.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652).

Event description:
While the resident was being transferred, they made an unexpected position change to the fetal position. As a consequence they slipped out of the sling. The resident was being transferred by a single caregiver who was not trained by arjo or the facility on using the device. It was confirmed that an inappropriately sized sling was used. The resident had a hematoma 4.5cm x 4cm on the top left side of her scalp. No broken skin. Head injury routine initiated. There was no indication of pain. Family declined to send to hospital for treatment as she was already deemed comfort measures (palliative). The resident passed away. Information provided by the facility indicates that "coroner stated the death was not the result of the fall."